Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient must charge his implant almost every day and that this has been occurring for ¿almost a year.¿ he charges for 4 hours, and his implantable neurostimulator only gets to ½ full. The patient was redirected to follow-up with the health care provider to have the device checked to see if there are any programming adjustments that can be made to reduce how often he needs to charge. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were unable to charge past 1/2 full despite charging for 2 hrs. It was noted that the interval between recharging sessions was consistent with the usage of the device. The patient was educated on best recharge practices. The patient noted that they never actually charged for 4 hours a day, just 1 hr a day. No patient complications were reported.